Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart xl defibrillator, indicating that the single-use electrode cable was faulty. No patient involvement was reported. Available details indicate that a replacement pads adapter cable (part number: 451980050241) was shipped to the customer. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available, the reported issue was caused by a malfunction of the adapter cable. Further root cause could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was provided with a replacement pads adapter cable to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.